Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR :27mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported previously replacing the power management board. The fse recommended that the customer replace the power switch overlay. The customer reported replacement of the power overlay switch corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared alarm light emitting diode (led) failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified, estimate used.